Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-08205. It was reported that the patient was not receiving adequate therapy from her cervical leads. In turn, a company representative attempted to reprogram the patient, but was unsuccessful. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-08205. Follow up revealed that the patient's scs system was explanted.